Manufacturer narrative:
The customer returned the meter for investigation. The display showed cracks and a black spot in the display due to increased force. The results area of the display was not affected. The root cause of the issue was that the meter had been dropped due to a handling error.

Manufacturer narrative:
(B)(4).

Event description:
The customer attempted to test on her coaguchek xs meter and saw a black spot on the display of the device. The spot was located above the power button and affected the result area of the display. She attempted to insert a few different strips but the issue did not resolve. She attempted to run a test but could not get a result. She took no action or inaction based upon the display issue. The customer stated that the full screen displayed only "squiggly lines" on the left portion of the screen. There was no physical or electrical damage to the meter. No adverse event occurred. The meter was requested to be returned for investigation, and replacement was sent. Investigation activities are ongoing.